Event description:
Caller reported an error with their continuous glucose monitor, specifically citing a cgm error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide and assisted the customer through the process. Following the reset, the cgm error did not reappear, and the customer successfully initiated a new sensor session.